Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). The instrument was found to have the grip assembly, from the proximal clevis to the grips, completely detached from the rest of the instrument. The instrument was found to have the conductor wire broken at the proximal clevis, a broken grip cable at the proximal clevis, and a broken pitch cable at the proximal clevis. The broken cable segment that contains the crimp was still installed in the clevis. For clarification, the proximal clevis is part of the grip assembly in the distal end of the instrument. The instrument was found to have the main tube broken. A piece measuring proximately 0.119¿ x 0.150¿ was not returned with the instrument. No material was found missing.

Event description:
It was reported that after a da vinci-assisted pyelolithotomy surgical procedure, when the customer was removing a trocar, the tips of the maryland bipolar forceps (mbf) could not be straightened. The surgeon was unable to straighten the tips using the master tool manipulators (mtm). The customer attempted to use an instrument release key (irk) to remove the instrument; however, they were unable to. The instrument was removed with the trocar. From visual inspection, the customer found black cables at the front of the mbf have been broken and one of the sheaths has been misaligned. The procedure was completed with no reported injury.